Event description:
The following has been reported: biomed reported: red alarm/touch screen not responding. No patient harm reported. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence complete, no pump was returned for evaluation. The reported issue, mechanical hardware failure (screen no input) cannot be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.

Event description:
Complaint was confirmed; device was returned for touch input failure. It was found internally the touch input cable had become unseated. Reseating the cable restored screen functionality however the main pcba latch that holds the cable in, is incapable of holding it tightly and the cable was easily pulled back out. No additional damage was identified.